Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed or the instrument would just stop moving. The instrument's grip tips were not moving intuitively or they were not following the mtm input commands smoothly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was moving in the opposite direction other than directed at the surgeon side console (ssc) (i.e. Moved to the left when the surgeon moved it to the right and vice versa). The procedure was completed with no reported injury.